Event description:
It was reported the system generated fluoroscopy x-rays without command. This occurred with a pt involved therefore this may have resulted in an accidental radiation occurrence (aro). There is no report of death and serious injury.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided. This malfunction may have resulted in a possible accidental radiation occurrence.